Event description:
The registered nurse (rn) contacted baxter's technical service center regarding a high drain alarm (indicates the patient drained greater than 200% of the maximum prescribed cycle fill volume, meeting increased intra-peritoneal volume (iipv) criteria), which occurred on the homechoice pro (hcp) after use. The patient had called the rn at the end of therapy to report that they received a high drain alarm. The rn did not have much information regarding the event. The rn did not know when the iipv occurred in the therapy. The total ultrafiltration (uf) equaled 2161ml. The initial drain volume equaled 20ml. The initial drain alarm equaled 0ml. The patient got on the cycler with 1500ml in them. The technical service representative (tsr) reviewed the issue with the rn. The patient had a last fill volume of 800ml. The rn had the patient do a manual drain at the end of therapy and the drain volume equaled approximately 1200ml. The rn had turned off the last manual drain option. The tsr advised the rn to turn the last manual drain option on. The tsr reviewed the alarm with the rn. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report. Product surveillance contacted the registered nurse (rn) on (B)(4) 2012, regarding the reported high drain alarm. The rn stated that the patient has been continuing therapy successfully on the cycler and has not had any other issues. There was no patient injury or medical intervention reported. No allegations were made against any of the patient's dialysis products. No further information was available.

Manufacturer narrative:
(B)(4). The device is not available at this time. Should additional information become available, a follow up MDR will be submitted.

Manufacturer narrative:
(B)(4). This complaint for an increased intra-peritoneal volume (iipv) was confirmed. Based on the information gathered during baxter?s investigation, the root cause of the report was insufficient drain due to a false empty detect and use error, the initial drain alarm setting being inappropriately programmed. A service history review revealed no previous service events that were related to the reported condition. A device history record review identified no issues that were related to the reported condition. The label review found the labeling adequate for the use error in this complaint. This issue is being investigated through CAPA.